Manufacturer narrative:
H3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Multiple annex a codes were coded for this event. A0708 was coded for the system restarting on it's own. A0719 was for the system randomly shutting down. A110201 was for the system not restarting. The system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during an unknown procedure. It was reported that the unit randomly shut down. The site tried to move the system to multiple outlets with no resolution. However, when leaving the system alone, the unit booted up by itself again. The complaint happened when they were in the navigation screen during a case when the system shut down. The site moved it to a few locations and unable to restart, but then system restarted on its own. Technical services (ts) and the manufacturer representative (rep) performed the following troubleshooting: ran self-test, and battery and uninterruptible power supply (ups) displayed as normal. Unplugged from wall power and monitored battery, battery dropped to 90+ and stayed there for the 3 minutes. The rep looked at registration for patient and only 600+trace points collected, the scan was acceptable. Checked storage (over 600gb available). Ts and the rep agreed to monitor system and the rep would call back if complaint reoccurred. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: 9735762, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.